Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported to the sales rep that during a carotid endarterectomy, clip applier would not load properly. As a result, surgeon "ripped" a vein. Surgeon reported there was no clip in the jaws of device when it was fired, resulting in cutting the vein. Surgeon also reported that applier at one point did not load a subsequent clip (intermittent loading) and as a result, he had it replaced with a new product of same product code. Surgeon received new msm20 clip applier from his staff and called sales rep to the room. Using a new clip applier, he was able to fix the injury to the vein and proceed with the procedure. Case was successfully completed without delay. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 1/8/2021. D4: batch # u9559g. Investigation summary: the analysis results found that the msm20 device was returned with no apparent damage and with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 15 clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. Although there is no direct evidence of use error, the instructions for use do contain the following: "caution: once the clip completely surrounds the vessel or tubular structure to be ligated and prior to starting the firing stroke, eliminate downward pressure so the structure to be ligated and the device jaws are pressure neutral to each other. This helps prevent the shifting of the clip position within the clip track and/or dislodgement." It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.